Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that "doctor was putting in implant and notice that the ring on the connector was faulty. (Was not closing around the rod)".